Event description:
It was reported that during the procedure, after deploying an unspecified omnilink peripheral stent in a heavily calcified vessel in the ostial aorta to common iliac vessel region, a 8x40x80 armada 35 balloon dilatation catheter was advanced over a supracore guide wire and into a non-abbott guiding catheter without resistance to post-dilate the omnilink stent. During the first inflation to the rated burst pressure, held for 5 seconds, using a non-abbott inflation device, the balloon ruptured. The armada was withdrawn without resistance, however, it was noted after withdrawal that the distal end of the balloon material had separated and was found inside of a non-abbott sheath. The sheath and balloon material were withdrawn together from the anatomy without incident. A non-abbott balloon dilatation catheter was used to complete the procedure. There were no patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4).: during processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: supracore. Inflation: merit blue. Guide cath: cordis brite tip. Stent: omnilink. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency.